Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis testing. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing-induced issue. The components surrounding the broken cable did damage that would have contributed to the cable breaking. Additionally, the instrument was found to have a segment of the conductor wire dislodged and sticking out from the distal clevis. A loop of wire was sticking out such that the wire protruded above the outer surface of the main tube. Components adjacent to the dislodged wire do show damage. Fa also found damage to the conductor wire¿s insulation at the yaw pulley. Although no material was missing, the internal conductor wires were exposed, the insulation was damaged. The wire, however, was not torn or fully broken. The instrument failed an electrical continuity test. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken or loose cable. The procedure was completed with no reported injury.